Event description:
It was reported that a few months ago they noticed that the longevity indicator on their patient programmer was showing less than 7 months remaining on the implantable neurostimulator (ins) battery. As a result, the patient was concerned about the longevity of their ins because they expected it to last 4 years. Agent reviewed longevity expectations with the patient and redirected them to their healthcare provider to further address the issue. The patient asked if their were implanters in san diego who could do an ins battery replacement procedure. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.